Event description:
It was reported that during a lap chole procedure, the device fired, but the clips did not clamp well. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.